Manufacturer narrative:
Review of the pcu event log confirmed the customer¿s claim of a receiving an ¿infusion complete¿ alert before the programmed vtbi (all) was reached. During lab testing, the event failure of receiving a premature ¿infusion complete¿ alert following a patient occlusion alarm was replicated multiple times. The cause was determined to be a software anomaly, believed to be related to the back off operation used to reduce the pressure developed in the syringe and set during an occlusion. This is based on the mismatch between the continuous drug dose vtbi and the syringe volume values recorded in the pcu event log immediately prior to a premature ¿infusion complete¿ alert. However, it was found that disabling ¿all mode¿ in the guardrails dataset prevents this anomaly from occurring. With ¿all mode¿ disabled, the user must enter the vtbi when programming an infusion. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported they checked their pumps then pressed start and the pump alarmed infusion complete. The medication being infused was alprostadil 100 mcg/50 ml, with a rate set at 3.82 ml/hour, as the order was 0.05mcg/kg/min. The customer restarted the pump, and it was infusing successfully. The customer changed the syringe later that same night around 2330-2400 following their usual procedure of priming the set while it's disconnected from the patient. The set was then infusing on the patient for approximately 20 minutes when it alarmed syringe empty. The customer pushed restart, and then the syringe continued infusing. At approximately 0100 the pump alarmed occluded. The customer then disconnected the set from the patient, used the "prime set with syringe" option, reconnected the set to the patient and pressed start. The infusion ran for a couple minute and then rang infusion complete. There is no report of patient harm.